Event description:
It was reported that a patient underwent initial right total knee arthroplasty. The patient did well until nearly a year later when the patient began to experience pain, instability, audible clicking, and limited flexion due to arthrofibrosis. Metal allergy testing confirmed a reactivity to nickel. The surgeon attributed the patient¿s instability to nickel within the titanium components. Subsequently, one year post-implantation, the patient underwent open incisional biopsy followed by radical debridement and a revision of all tibial and femoral components. A competitor system was implanted and the original patella was retained. Due diligence is in progress for this event; to date no further information has been reported.

Manufacturer narrative:
(B)(4). D10: medical product: unknown vanguard size 65 femoral component: catalog#ni, lot#ni; unknown vanguard size 71 tibial component: catalog#ni, lot#ni; unknown 8mm patella component: catalog#ni, lot#ni. Multiple MDR reports have been filed for this event, please see associated reports: 0001825034-2023-02420; 0001825034-2023-02422. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted. H3 other text : see h10 narrative.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR 0001822565-2023-03098.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR 0001822565-2023-03098.